Event description:
It was reported that the device would not fire and the jaws would not open. The device would not unlock to get off tissue. Not sure how the device was removed from the tissue. No patient consequence noted.